Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with high blood glucose level of over 600 mg/dl. The customer reported that they were treated with intravenous fluids, insulin drip and potassium at the hospital. The customer did not mention any symptom related to high blood glucose level. The customer also reported for no delivery alarm but the customer could not troubleshoot for the issue. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.